Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was heating up during temperature test, motor was loud and had excessive vibration. During repair it was discovered that the top end was corroded which created the heat, noise and vibration. The assignable root cause was due to worn out motor from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was heating up. It was reported there was no patient involvement. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.